Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was power cycled on/off, it intermittently froze at the blue splash screen. The software was upgraded. An unrelated issue was found and corrected. The device passed all testing. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had an intermittent black screen when turned on. There was no patient involvement.